Event description:
Received an electronic report from a another country user facility from one of the peritoneal dialysis patients. The patient reported that, she connected to the treatment set and had infused 900 ml of the dialysate, when she first noticed air in the tubing and that fluid was leaking from the second connector. The product seal on the second connector was still intact. Approximately 1 cup of fluid was noted to be on the floor. Reportedly, the patient immediately stopped treatment. The patient happened to be visiting in the USA when this event occurred, and did go to a local clinic on the following day, for evaluation of this incident. The patient was treated for peritonitis. She was treated ip with a dose of antibiotic; however, no culture was obtained at that time. The patient reported effluent was clear at that time and denied any pain. On the following day, the effluent became cloudy and a cell count and culture were obtained. The patient was instructed to return to another country where she underwent a repeat culture. All results of the cultures were negative. The patient did receive a course of antibiotic therapy for this incident. It was also reported by the rn that the patient did not have any difficulty with connecting to this treatment set. There is no sample available for an evaluation. The patient reportedly is able to continue pd and no further ill effect related to this event has been reported.